Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-05299. It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein a lead fracture was also discovered. The ipg and lead were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.